Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va13xdl, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va13xdl, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had an infection preset at both the head and chest incisions on their right side. The cause was not determined. No diagnostics or troubleshooting was done. The right system was explanted and the issue was resolved. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.